Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to become forward firing at 14,174 joules of use. The case was completed using a second fiber. There was no injury reported.